Event description:
Reporter indicated that a vns dell x5 handheld computer with 8.0 software was freezing at the 'interrogation successful' screen and that this would resolve with a hard reset, but then a 'critical error, will close immediately' message was received. Performing a second hard reset resolved the issue. No patients were affected as the reporter had access to another vns computer for patient use. Attempts for additional information are in progress.

Event description:
Manufacturer follow up with the reporter revealed there are no longer any problems with the vns dell x5 handheld computer, and it is performing as intended.